Manufacturer narrative:
The returned lead db-2202-45 (B)(6) was analyzed through visual inspection and revealed that the led was cleanly cut into two pieces approximately 12 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. The returned lead extension nm-3138-55 (B)(6) was analyzed through visual inspection and revealed that the lead extension was cleanly cut into two pieces approximately 29 cm from the proximal end of the lead and the lead extension connector portion of the lead was not returned. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The returned lead extension nm-3138-55 (B)(6) was analyzed through visual inspection and revealed that the lead extension was cleanly cut into two pieces approximately 29 cm from the proximal end of the lead and the lead extension connector portion of the lead was not returned. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The returned ipg db-1216 (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the devices were used per the instructions for use IFU product label. Additionally, it states implant site complications such as infection, wound reopening and implanted device components wearing through the skin which may lead to the need for additional surgery are known risk with the use of deep brain stimulation dbs.

Event description:
It was reported that the deep brain stimulation dbs patient experienced an infection at the incision site behind the left ear where the lead and extension connect. There was a wound breakdown present where the hardware was visible through the skin. A culture was performed and the results were a staph infection. The entire system was explanted. The patient was discharged from the hospital. The explanted devices were kept by the hospital for pathology and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), batch: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the deep brain stimulation dbs patient experienced an infection at the incision site behind the left ear where the lead and extension connect. There was a wound breakdown present where the hardware was visible through the skin. A culture was performed and the results were a staph infection. The entire system was explanted. The patient was discharged from the hospital. The explanted devices were kept by the hospital for pathology and were not returned.